Event description:
A malfunction alarm was reported, identified as malf 12, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump and provided information on how to reset it if needed in the future. The same malfunction did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.